Event description:
It was reported that charging port made charging cord difficult to insert, and patient did not want to perform troubleshooting. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding actions taken by the customer or technical support, and no further outcome details were provided.